Event description:
The customer reported obtaining vacuum error messages and an uncontained blue fluid leak of approximately 500 ml from the coulter act diff 2 analyzer. There were no reports of injuries, direct physical contact with the leak, erroneous results or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and laboratory coat. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse found that the bath and waste chambers was overflowed due to faulty waste pump. The fse replaced the waste pump and the instrument ran without any leaks or error messages. The repairs were verified per established procedures. (B)(4).